Event description:
Follow-up indicated that the physician did not believe the cause of death was related to the device.

Manufacturer narrative:
A review of the complaint record has found no other instances of similar events for this lot. The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient passed away shortly after the implant procedure, which completed with no reported issues. There were no reports of device-related issues and the device had not been activated prior to the passing. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available.